Manufacturer narrative:
The customer declined to provide further information for the investigation. The field service engineer (fse) replaced the sodium electrode, checked the tubing and o-rings, and confirmed the proper flow of solutions. The fse performed several calibrations, calibrator and qc checks, and ran precision testing. All testing met acceptance criteria. The service actions resolved the issue. No further issues were reported.

Event description:
There was a complaint of a questionable ise sodium result for 1 patient tested with a cobas integra 400 plus. The questionable result was reported outside the laboratory. The result was questioned by the nursing staff and retested. The patient¿s initial result was 118 mmol/l accompanied by a data flag; the repeat was 140 mmol/l. The customer believes the repeated result to be correct. The lot number and expiration date of the ise sodium used were requested, but not provided.

Manufacturer narrative:
Qc was acceptable. The investigation is ongoing.